Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device was tested and there was no detection of any micro-organisms. The obtained results are in conformance with the requirements. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending section rubber worn, air/water-cylinder deformed and connecting tube cut. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope biopsy water channel tested positive for 6 colony forming unit (cfu) of microbacterium paraoxydans on (B)(6) 2022. The biopsy water channel tested positive for 2 colony forming unit (cfu) of microbacterium paraoxydans and 5 colony forming unit (cfu) of ochrobactrum anthropi on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. Three attempts were performed to obtain additional information regarding the customers cleaning, disinfection, and sterilization (cds) processes, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, the same bacteria was detected from the same sampling location in the first microorganism test and the second test. Therefore, it¿s likely reprocessing may have been conducted insufficiently. The following is included in the device IFU: " an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.